Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited high thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt, this left ventricular (lv) lead was returned severed into two segments. Visual inspection noted dried body fluid in the lead lumen and a cut in the lead insulation. Resistance tests were completed on both segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the reported clinical observations.